Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n (B)(4)) displayed a tcmid:05 (coolant diff failure) error message. Another thermogard console was used to complete the treatment. No further information was provided. No consequences or impacts on the patient.

Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4)) was evaluated at the customer site. The customer's reported complaint that "the thermogard xp ivtm system displayed a tcmid:05 (coolant diff failure) error message" was confirmed in the console's event log and during functional testing. The root cause of the tcmid:05 error was the defective lm 34a/b temperature sensor, attributed to the aging of the device. The thermogard console was manufactured in march 2013 and is over 9 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed. Unrelated to the reported complaint, the console's handle was observed broken, attributed to user mishandling. The broken handle was replaced to address the issue. A review of the console's event log revealed multiple tcmid:05 (coolant diff failure) error messages on the customer's reported event date, confirming the reported complaint. The thermogard system failed functional testing as the console displayed a tcmid:05 error message during the power-on-self-test (post), confirming the reported complaint. The defective lm 34a/b temperature sensor was replaced to remedy the fault. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).